Event description:
It was reported that a "patient underwent a spinal fusion at l1 with screw instrumentation. Approximately 10 months post-op, the patient presented with pain. X-rays showed two screws broken. Unable to remove the two broken screws, so instead fixation was done by adding two new screws in the same pedicles without removing the two broken screws."

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.